Manufacturer narrative:
Upon receipt of additional information, it was discovered that this device problem and outcome was previously reported under manufacturer report # 30020808486-2010-00008 which was also connected to voluntary report no: mw5016480. With the submission of this follow up report, cook inc. Also informs that manufacturer report # 30020808486-2010-00008 which was previously reported included an additional "0" in the report number sequence for the manufacturer. As a result, additional information that is received for this particular event for the patient will be reported under manufacturer report # 3002808486-2021-01773, and not 30020808486-2010-00008 or 1820334-2021-01101. Manufacturer report # 1820334-2021-01101 is hereby considered as obsolete in regards to the patient's event. However, this follow-up medwatch report serves as a correction/ clarification to the manufacturer report # reference(s) that was previously reported within the additional manufacturer narrative of follow-up #1 under manufacturer report # 1820334-2021-01101. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time. See additional manufacturer narrative/ corrected data.

Event description:
Additional information has been received that provides allegations for the same patient in a previous report (see h10).

Manufacturer narrative:
Upon receipt of additional information, it was discovered that this device problem and outcome was previously reported under manufacturer report # 30020808486-2010-00008 which was also connected to voluntary report no: mw5016480. With the submission of this follow up report, cook inc. Informs that complaint management for this event has been corrected from cook inc. To william cook europe. Additional information that is received for this particular event for the patient will be reported under manufacturer report # 30020808486-2010-00008 instead of 1820334-2021-01101. Manufacturer report # 1820334-2021-01101 is hereby considered as obsolete for this patient event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegation has been investigated: wrongful death. Unknown if the reported wrongful death is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog # and lot # are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2009, and the patient was injured without further explanation. The patient's estate is alleging wrongful death, but the details surrounding the patient's expiration are unknown at this time. Hospital and medical records have been requested, but not yet provided.